Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose reading of 26.1 mmol/l; saw her infusion site was hanging loose. Caller alleges insulin leakage. No adverse event reported; was able to self-treat. Cannula has been disposed of; no product will be returned.